Manufacturer narrative:
Product analysis: the entire balloon was not returned. The returned balloon was detached approx. 6.5 mm distal to the balloon bond. The detachment site was jagged and uneven. The marker bands were not on the returned device. The distal tip was detached proximal to the tip seal bond. Image review: images confirm that the diffuse fibrotic and calcified lesions in the vessel were treated with multiple balloons of different sizes. The lesion at the ostium showed the greatest resistance to expansion. It appears that the balloon burst during it's final inflation at the lesion, suggesting that the lesion morphology impacted on the balloon burst. The inner shaft marker bands remained in the vessel after the delivery catheter and procedural wires were removed. This also suggests that the tip or part of the balloon material and the inner shaft material remain in the vessel. The markers can finally be seen having migrated into the previously deployed stent in the vessel. (B)(4).

Event description:
It was intended to use a euphora balloon dilatation catheter to treat a lesion in the ostium of the cx with 98% stenosis, mild tortuosity and severe calcification. Lesion was pre-dilated. Several balloons had previously been inflated at the lesion site. No damage noted to packaging, no issues removing the device from the hoop/tray. Device was inspected and negative prep was performed with no issues. Device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device, no excessive force was used. It is reported that the device was moved or was repositioned prior to the burst. On review of the procedure notes the balloon was inflated to varying pressures (min 9.2atms, max 21.1atms). The balloon burst on the 10th inflation at 21.1 atms. A portion of the distal end of the balloon sheared off and became lodged in the patient. It was reported that the tip of the device and marker bands remained in the patient. The patient was having ongoing chest pain and signs of evolving mi. Patient went to surgery where the surgeon was unable to remove the balloon piece / tip or marker bands due to the lack of visualization of the severely calcified vessels. Patient is alive and in ICU recovering. The procedure was not completed. Conclusion: ptca balloon rupture and retention at ostial lcx (highly calcified, complex and angulated lesion).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.